Event description:
Per independent repair center statement unit had low o2 or yellow light. The key failure was the sieve beds had a gasket leak. Additional malfunctions were the p.e. Valve was sticking, the pilot valve was leaking and the on/off switch wasn't alarming. The tie wraps and clamp were also installed.